Manufacturer narrative:
Follow-up #1 date of submission 08/22/2016-correction to initial reporter name: (B)(6).

Manufacturer narrative:
Follow-up #3: date of submission 07-october-2019. Device evaluation: the device has been returned and evaluated by product analysis on 23-september-2019 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up # 2 date of submission 10/07/2016. Correction to brand name: one touch ping glucose mgmt system. Correction to common device name: one touch ping insulin pump. Correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Further details about the damage were not provided. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.